Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having no delivery issues with his insulin pump. His blood glucose was 448mg/dl at the time of reporting, which he treated with an insulin pen. He said that the problem persisted despite an infusion set change and that he would seek out a replacement pump. No equipment was returned. No additional information was reported.